Event description:
It was reported that the right ventricular lead was sensing noise. The lead integrity alert was triggered, the patient received several inappropriate shocks, and there is a possible lead fracture. It was further that the lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was sensing noise. The lead integrity alert triggered and the patient received several inappropriate shocks. There is also a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead integrity alert triggered. 1 patient alert for lead failure predictor occurred on (B)(6) 2011 01:57:14 and the lead was oversensing. There were 14 ventricular non-sustained tachycardia (nst) episodes with greater than or equal to 210 ms average v-cycle between (B)(6) 2011 21:10:51 and (B)(6) 2011 13:06:03. There was also interference/noise and the ventricular short interval count (v-sic) was equal to 83.2 counts avg/day, in 2.62 days, between (B)(6) 2011 23:22:13 and (B)(6) 2011 14:14:08.